Manufacturer narrative:
The received sample was found in bubble wrap without cover foil. It was very bent and broken. It shows surgery residuals. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturers acceptance criteria. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. It was found that the forceps is very bent and broken. Sample shows some residuals. Due to the condition of the sample the customer's complaint could not been confirmed. The bending does not allow a detailed examination of the root cause. The sample was not returned properly and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A surgical technician reported that during a vitrectomy procedure for the removal of an epiretinal membrane (erm) the forceps was stuck in the closed position. The case was completed using an alternate forceps. Patient impact was not indicated. Additional information has been requested and received.